Event description:
Trocar broke off of the sleeve during the procedure. The trocar had a crack in the top of the sleeve. This part was not in the pt but the trocar was. The defective equipment was taken off the field. No apparent injury to pt noted.